Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip arthroplasty the liner would not engage into the cup. Other implants were used to finish the surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: examination of the returned device confirms the report. Visual inspection identified damage on the polar boss indicating possible misalignment during installation attempts. Damage was observed on the lock ring groove and rim. Dimensional analysis could not be performed as the damage is too severe. No other anomalies were noted. However, root cause has not been identified. DHR was reviewed and no related manufacturing deviations or anomalies that would have contributed to the reported event were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.